Event description:
It was reported that this event occurred in the operating room. The insertion site is unk. During insertion. The physician was unable to advance the guide wire through the arrow raulerson syringe due to the fact that the middle of the guide wire was cut. As a result, a new package was opened and the procedure was completed successfully. There is no reported delay in treatment. There is no reported pt injury, complications, or death.

Manufacturer narrative:
(B)(4).